Event description:
It was reported that the up button on the insulin pump is unresponsive. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly, no damage noted on the keypad assembly. Connectors on the lcd were inspected and no unlock keypad connector was noted. The device was received with cracked reservoir tube lip.